Manufacturer narrative:
The device has not been returned to the manufacturer. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post breast biopsy, the sample chamber allegedly had no plastic cover. The biopsy samples were retrieved successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. This is the first complaint to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Although the definitive root cause for the alleged missing sample tray cover could not be determined based upon available information, there is the potential that the reported device contained an incorrect sample chamber. Labeling review: the current instructions for use (IFU) states: how supplied: the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. Using standard aseptic technique, remove the biopsy probe from the package and check for damage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post breast biopsy, the sample chamber allegedly had no plastic cover. The biopsy samples were retrieved successfully. There was no reported patient injury.